Event description:
Additional information received on 17jun2021. The origin of the hemorrhage was uterine atony after cesarean section. The device was placed approximately one hour post-operatively. Blood loss estimate 1200 cc and was determined by visual inspection. The device was not handled by or in proximity of any metal tools. The leak was located near the distal tip of the device.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. B5: additional information received 14jun2021. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Description of event: as reported, following a normal vaginal birth a cook bakri postpartum balloon with rapid instillation components was used. The origin of the hemorrhage was uterine atony after cesarean section. The device was placed approximately one hour post-operatively. The balloon was noted to be placed following the device instructions without any metal tools. When attempting to fill the balloon liquid came out. Thy removed the balloon and noted the leak near the distal tip of the device. Blood loss estimate 1200 cc and was determined by visual inspection. A new bakri device was placed into the patient. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record, the instructions for use, and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was made out of specification. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The most probable cause of the reported event could not be determined from the available information. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter occupation: other non-healthcare professional: coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, following a normal vaginal birth a cook bakri postpartum balloon with rapid instillation components was used. The balloon was noted to be placed following the device instructions. When attempting to fill the balloon liquid came out. Thy removed the balloon and noted it was broken. A new bakri device was placed into the patient. No unintended section of the device remained inside of the patient's body. No additional procedures were required due to this occurrence. No adverse effects were reported due to this occurrence.